Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
(B)(6). It was reported that there were issues with malfunction.

Manufacturer narrative:
We received the valve in our return kit, the valve was inserted in an unknown liquid. The prosa valve was set to pressure range 18 cmh2o. A visual inspection was performed and we found deformation on the prosa valve. The valve was out of the accepted tolerance. To proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The investigation showed that the prosa valve was permeable. Our adjustment tests are carried out with the standard prosa check mate and measurement tool. The valve is adjusted from 0 up to 40 cmh2o and down again in the same way in steps of 4 cmh2o. It was found out that an adjustability was only possible in the pressure settings of 8 cmh2o - 40 cmh2o. In the pressure levels of 0 cmh2o - 8 cmh2o was a pressure setting was not possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the prosa valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has resulted that the brake function is full in place. Even though the valve is deformed the measurement of the braking force is inside the tolerance. Based on our investigation results we cannot confirm that the valve was blocked. No further actions are required.